Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump locked up and became non-responsive. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that insulin pump had diminished battery life less than week and unusual grinding noise different from the normal rewind noise. The customer stated that insulin pump rewinds slower than it has in the past. The insulin pump will not be returned for analysis.